Manufacturer narrative:
The system took a blank image because the user selected the wrong detector. Educating the user about a software setting can prevent this. There was no harm to the patient or user. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
The system took two images, but one was blank because the user had selected the wrong detector during exposure.